Event description:
The customer reported that while in use a qube bedside monitor would occassionally reset and requested evaluation and repair. Customer service made several attempts to contact the customer to generate a RMA to have the device returned for repair. At this time, the customer has not responded and the device has not been received. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
The unit was received by spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician and the reported problem was verified. The technician reported that the device would not power on ac due to a faulty monitor docking pcba. Additionally, the device had a damaged connector on the cpu pcba. All faulty and damaged components were replaced and the device was returned to the customer.